Event description:
It was reported that when the doctor tried to clip the vessel the clip bounced back.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73f1700313 was manufactured on 06/13/2017 a total of 14,504 pieces. Lot was released on 06/23/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge and one loose clip 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with its original packaging and lid stock. The loose clip and the cartridge were visually examined with and without magnification. Visual examination of the loose clip revealed that the loose clip had a bent hook, scrape marks near the hook and damage near the pierced bosses. The inner hinge was also broken. The cartridge was returned with 4 clips remaining in it. The clips appear used as there is biological material present on the clips and the cartridge. Reference file anp1900072624 for investigation photos. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. However, upon loading it was observed that two of the clips in the cartridge also had a bent hook, scrape marks near the hook and damage near the pierced bosses. It appears that the clips were inserted back into the cartridge after loading. The other two clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. It could not be determined exactly how the damages occurred. However, the observed damages to the clips are indications of improper loading of the clips or of use of damaged appliers with misaligned jaws. Therefore, unintentional user error caused or contributed to this event. Reference file anp1900072624 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. The observed damages to the clips are indications of improper loading of the clips or of use of damaged appliers with misaligned jaws. The reported complaint of "clips not closing/locking" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The loose clip had a bent hook, scrape marks near the hook and damage near the pierced bosses. The inner hinge was also broken. The cartridge was returned with 4 clips remaining in it, where 2 of the clips also had a bent hook, scrape marks near the hook and damage near the pierced bosses. It appears that the clips were inserted back into the cartridge after loading. The other two clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. It could not be determined exactly how the damages occurred. However, the observed damages to the clips are indications of either improper loading of the clips or of use of damaged appliers with misaligned jaws. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the doctor tried to clip the vessel the clip bounced back.